Event description:
In situ testing showed affected channels. The user has been re-implanted.

Manufacturer narrative:
Based on the received information from the field, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the concerned device has not been received yet. This is a combined initial and final report.